Event description:
The customer contact reported that during set up prior to pt use the device touchscreen did not respond when pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. The customer contact reported during testing at the user facility the device touchscreen did not respond and no further testing could be completed. No add'l info was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen did not respond when pressed. The probable cause of the device touchscreen not responding was due to corrosion on the edges of the touchscreen and front bazel from fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.